Event description:
During a site visit performed on (B)(6), 2009, and isi representative observed video of a da vinci s myomectomy procedure with a permanent cautery hook instrument breaking and fragments falling into the pt. Prior to the instrument breakage and approximately 2:14 minutes into the video, the instrument was observed to have a crack in the proximal clevis. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation, however, while performing a site visit, an isi representative performing a site visit found the site to use off label cleaning methods that are associated with damage to instruments. Upon these finding, the isi representative made several recommendations for proper cleaning and sterilization methods as well as the implementation of a pre-surgery checklist designed to look for damage instruments prior to use. Central processing also received an in-service on how to inspect endowrist instruments during processing to find damaged instruments.